Event description:
Seven months after undergoing implantation of a bx velocity stent, an angiogram revealed a 54% stenosis of the previously treated lesion. The restenosis was treated with a 3.5x10mm cutting balloon inflated to six atmospheres, followed by balloon dilation at 12 atmospheres.